Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation, and the patient experienced heart block /asystole that required pacing and medication. They were mapping with the octaray catheter in the aorta/aortic cusp and when they pulled the octaray across the aortic cusp, the patient went into asystole. The heart block caused them to perform an echo and no issues were found. They paced for a few minutes until the patient went back into sinus rhythm. They also administered isuprel. The physician thought it was due to the mechanical pressure or force of the shaft of the octaray on the av node.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation, and the patient experienced heart block /asystole that required pacing and medication. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-nov-2024. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. No error messages observed on johnson & johnson medtech equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Section d9, h3 and h6 were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).